Event description:
It was reported that this left ventricular (lv) lead was acting peculiar again. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.